Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the programmer powered up with a system error. Analysis also found the programmer had a fft (fast fourier transform) firmware error when running fft software while rf (radio frequency) head was plugged into the programmer due to the rf head digital printed circuit board assembly. (B)(4).

Event description:
It was reported that the programmer displayed an error upon boot-up, which was not able to be cleared by re-booting. The programmer has been returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary :analysis confirmed the reported event; the programmer powered up with a system error. Analysis also found the programmer had a fft (final functional testing) firmware error when running fft software while rf (radio frequency) head was plugged into the programmer due to the rf head digital printed circuit board assembly.

Manufacturer narrative:
Following service and repair of the programmer, failure analysis was performed on the rf head digital printed circuit board assembly (pcba). Visual inspection revealed no anomalies. The pcba was assembled into a known good unit. The programmer was then powered up. There was an error upon boot. An audible high-pitched noise was noted coming from the rf head. Thermal imaging indicated two abnormally heated components. Verified no 12-volt output, the rf head digital pcba was defective. When the pcba was replaced, proper operation resulted. The suspect pcba was reinstalled and abnormal operation returned. Conclusion: the event seen during service and repair was confirmed, the rf head digital pcba was defective.